Event description:
It was reported that "50cc catheter did not inflate beyond midway point used two separate consoles. Then used a 40cc catheter and it seems to be working" additional information states that the patient expired. At the time of this report the customer has not returned our multiple requests for additional information. If additional information is received, the complaint file will be updated. See associated MDR #3010532612-2023-00452

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). No serial number was reported. The serial number on the returned sample is fc30073. The reported lot number (18f23f0016) matches the lot number for the returned sample. Returned for investigation was a 50cc 8.0fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one way valve was connected and tethered to the short driveline tubing. The entire bladder was noted wrapped (or considered twisted), including the distal end and the proximal end of the bladder. Dried blood was noted on the exterior surfaces of the returned iabc. No blood was noted within the helium pathway. No sheath was returned with the iabc. The bladder thickness was measured at six points with measurements ranging from 0.0072in-0.0074in and was within specification. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested. During the leak test, the bladder did not fully inflate. The body of the bladder had inflated but the distal and proximal portion of the bladder would not fully unwrap and was consistent with being twisted. No leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire met resistance and could not advance at approximately 5.1cm from the iabc distal tip due to a blocked central lumen. Some blood was noted on the guidewire. The central lumen was likely blocked by dried blood. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen and dried blood had exited the central lumen with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire. Another attempt to aspirate and flush the catheter was successfully completed, after clearing blood from the central lumen during the guidewire test. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab "did not inflate" is confirmed. During the investigation, the distal portion and proximal portion of the iabc bladder was noted twisted and the bladder would not fully inflate or unwrap during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the twisted bladder. The probable root cause of the complaint is manufacturing related. Corrections (retraining) have been established for this issue as a result of a previous non-conformance, and this device was manufactured prior to the release of those corrections. Other remarks: n/a.

Event description:
It was reported that "50cc catheter did not inflate beyond midway point used two separate consoles. Then used a 40cc catheter and it seems to be working" additional information states that the patient expired. See associated MDR #3010532612-2023-00452.

Manufacturer narrative:
(B)(4), additional information received on 09 august 2023 states that the patient expired 7 days after the successful insertion of the 2nd catheter. The cause of death was multi-organ failure. The patient's underlying medical condition included heart failure with reduced ejection fraction, prior CABG, multiple cvas, severe aortic stenosis, atrial fibrillation, esrd on peritoneal dialysis, non-hodgkin's lymphoma in remission, diabetes, pad s/p r tka and l tma. The physician does not declare that the inability of the catheter to inflate properly caused or contributed to the patient's death. The reported complaint that the "50cc catheter did not inflate beyond midway point" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Corrected data: section h.1.-type of report corrected to 'malfunction' based on additional information received.

Event description:
It was reported that "50cc catheter did not inflate beyond midway point used two separate consoles. Then used a 40cc catheter and it seems to be working" additional information states that the patient expired. See associated MDR #3010532612-2023-00452.